Event description:
It was reported that the patient presented in hospital with shortness of breath. Upon interrogation of the device, it was noted that the left ventricular lead failed to capture. The lead was explanted and replaced. No patient condition was reported post procedure.